Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist dialed into the server, checked hsv (health sight viewer) with no critical notices. The tss verified the synchronization information and found the last upload was over one hour ago with no upload errors. The tss checked communications from ssms, which were recent. The system functioned as intended when technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating, customer restarted multiple times but still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.